Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated transient optical instability. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the firmware update. System reinitialization occurs as part of the upgrade process and is intended to facilitate faster signal stabilization. The user successfully completed the firmware upgrade and associated next steps. Subsequent review of available data indicated that the system continued to stabilize following insertion and showed improvement after completion of the firmware update. Per data management system review, the user was actively using the system and receiving up-to-date glucose readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.